Event description:
A talent stent graft system was implanted through the right femoral artery for the endovascular treatment of a 51 mm diameter fusiform thoracic aortic aneurysm in zones 2 and 4. Proximal aortic neck diameter was 36 mm, the distal non-aneurysmal aortic neck diameter was 34 mm, and the length of the aortic neck was 35 mm. Right and left iliac arteries were 10 mm in diameter. The right and left femoral arteries were 9 mm in diameter. It was reported that at the patient¿s 1 month follow-up it was noted from imaging that the aneurysm measurement was 4.9 cm in diameter. At the 12 month follow-up it was noted from imaging that the aneurysm measurement was 5.1 cm in diameter. At the patient¿s 2 year follow-up on imaging noted that the aneurysm measurement was 5.5 cm. There was no endoleak present. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm enlargement), (cause is unknown); evaluation, conclusion: (cause is unknown).